Event description:
It has been reported to philips that upon boot up an error message appeared, and the table was free-floating. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred during a diagnostic procedure and the procedure was delayed. The philips remote service engineer (rse) communicated with customer and confirmed the reported problem. Review of the system log file showed that unable to communicate with geo ipc, sid (source image distance) is unknown, no movements are available and found malfunctioning geo-pc. The rse suggested to reload software to geo-ipc and if issue still occurs, rse recommended to replace geo ipc. However, the customer cancelled the quotation. But the reported issue has been followed-up on the other case where the geo ipc were replaced to resolve the issue. After replacing geo ipc, the system was in good working order. The codes were updated based on the investigation outcome.